Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09520. (B)(6). It was reported that in stent restenosis and angina occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal segment of saphenous vein graft (svg) to obtuse marginal (om)1 with 80% stenosis and was 30 mm long with a reference vessel diameter of 4.60 mm. The target lesion was treated with direct placement of a 4.00 x 38.00 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, patient experienced angina. A 4.00x20mm promus stent was implanted in the left main coronary artery (lmca). In (B)(6) 2016, the patient was hospitalized for unstable angina and cardiac catheterization was recommended which revealed 80% isr of the 4.00x20mm promus stent located in the lmca and totally occluded svg to om1. On the same day, the 80% isr in the lmca was treated with balloon angioplasty and placement of 4 x12 mm synergy¿ stent with 0% residual stenosis. Additionally, the stenosis located in native d1 and svg to d1 was treated with placement of 2.25 x 16 mm and 4 x 20 mm synergy¿ stent respectively with 0% residual stenosis. On the same day, the event was considered as resolved and the subject was discharged on aspirin and clopidogrel.